Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler had displayed the make sure heater bag is on heater tray message. The patient reported that when the cassette was removed, there was fluid outside of the cassette. The cycler will be replaced. There were no patient adverse effects were experienced and no medical intervention was required as a result of this incident.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler had displayed the make sure heater bag is on heater tray message. The patient reported that when the cassette was removed, there was fluid outside of the cassette. The cycler will be replaced. There were no patient adverse effects were experienced and no medical intervention was required as a result of this incident.

Manufacturer narrative:
Corrective data: follow up 1: date entered incorrectly. Date should be 11/28/2017. Occupation updated to healthcare professional.

Event description:
A peritoneal dialysis patient reported that the cycler had displayed the make sure heater bag is on heater tray message. The patient reported that when the cassette was removed, there was fluid outside of the cassette. The cycler will be replaced. There were no patient adverse effects were experienced and no medical intervention was required as a result of this incident.

Manufacturer narrative:
Corrective data: on follow up 1 was inadvertently left blank. Device evaluation should have been selected. It has been selected on this report.

Event description:
A peritoneal dialysis patient reported that the cycler had displayed the make sure heater bag is on heater tray message. The patient reported that when the cassette was removed, there was fluid outside of the cassette. The cycler will be replaced. There were no patient adverse effects were experienced and no medical intervention was required as a result of this incident.